Event description:
It was reported that the patient's stimulation stopped. The lead contacts had invalid impedance. Patient's lead was explanted and replaced.

Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual inspection revealed that the lead was kinked, twisted, and all wires were broken. Conclusion: the report of no stimulation was confirmed due to the lead's kinked and broken wires. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.